Manufacturer narrative:
The company service rep checked the system, identified error codes in the log, replaced the cable and the printed circuit board (pcb), then tested the system to specifications. The returned pcb and can cable had no visual defects or abnormalities. They were tested and found to meet all specifications. The system had no similar issues found during manufacturing, or in the DHR review. There were no additional reports for this system when reviewing complaints for the last 36 months. There were no additional service requests related to the reported event. The root cause of the reported performance issue could not be determined, as the returned parts were found in good working condition. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The customer initially reported that mid-phaco the unit stopped working, and the unit was switched out with another. They were able to complete the case without incident. In 2007, the returned questionnaire stated there was a posterior capsule tear; a vitrectomy was performed to complete the case. No additional patient information has been provided.